Event description:
It was reported that post implant of a realize band, the band was not able to be adjusted. Laparoscopically, the tubing could be seen floating inside the patient. The tubing connector had separated from the port and fallen into the patient. During the revision, the band was tested and was perfect. The port and the connector were retrieved and replaced. The number of band adjustments are unknown. The port was sent to pathology for testing and is not presently available for return.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device currently in pathology.